Manufacturer narrative:
Additional information: through follow up with the doctor, it was learned that there is no change in the patient's visual acuity and she remains at +4.0. The doctor decided to give the patient contact lenses and for the time being, there are no plans to explant the lens. The doctor will notify johnson & johnson if there are any more changes or if they decide to explant the lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had 5 diopter hyperopic miss after the implantation of model zct150 +17.50 diopter toric iol (intraocular lens) in her left eye (os). The iol master predicted a plano result with this lens and the lens appears fine at post-op as it is not sitting posterior. Through follow-up, there were no other visual issues reported other than the patient being a +4.00 post-op and patient being unhappy with her visual acuity. It was also indicated that the patient has pseudoexfoliation (pxs) syndrome in her right eye (od). The doctor has not yet made the decision whether it would be best to explant the lens or to do a piggyback iol in the setting of pxs. No additional information provided.